Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and mesh, avaulta solo anterior synthetic support system and pelvisoft acellular collagen biomesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It has been reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted concurrently with a hysterectomy due to sui. It has also been reported that the patient underwent a gynecological procedure on an unknown date and an anterior/posterior mesh was implanted. It was reported that the patient underwent removal of anterior mesh concurrently with anterior repair using plication technique and left stent placement on (B)(6) 2012. The patient had partial mesh removal concurrently with pubovaginal sling utilizing autologous rectus fascia sling and placement of suprapubic cystotomy tube on (B)(6) 2012. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2014-14435. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to the FDA: 11/14/2016.